Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus that "did not go through". Tandem technical support reviewed the pump data and observed an occlusion alarm. Additionally, it was reported that the customer had experienced a blood glucose (bg) level of 52 mg/dl. Reportedly, the suspected cause was due to a correction bolus. The customer consumed juice boxes to stabilize bg level. Multiple attempts were made to follow up with the customer to gather further information regarding the event, however no response was received.

Manufacturer narrative:
Add statement: "per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer delivered a bolus that "did not go through". Tandem technical support reviewed the pump data and observed an occlusion alarm. The customer's blood glucose level was 102 mg/dl. Additionally, it was reported that the customer had experienced a blood glucose (bg) level of 52 mg/dl. Reportedly, the suspected cause was due to the customer inputting too many carbohydrates for a lunch bolus. The customer consumed juice boxes to stabilize bg level. Multiple attempts were made to follow up with the customer to gather further information regarding the event, however no response was received.